Event description:
A fireman compared a blood test on the breeze2 to a different meter. The readings were 130 and 50mg/dl, respectively. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. New strips were sent to him.